Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a burn-like rash underneath the therapy electrodes. The patient reported that gel leaking from the therapy electrodes caused the irritation. The patient was given an anti-fungal cream by her physician. During a follow-up the patient reported that the irritation "comes and goes". The patient continues to wear the lifevest.